Event description:
I am reporting an issue with the ICU medical mednet meds software application that has patient safety implications. The vendor has been notified and has confirmed awareness of the issue (including enhancement requests by other customers). We are running version 6.32.1.7 and identified that during the rule set build process, the concentration/medication amount field will only allow a single place after the decimal point. This does not align with the firmware, that will allow up to 3 places beyond the decimal point. After discussing with the pharmacy team, we learned the mednet meds software was developed alongside the plum a+ pump, which only allowed a single place following the decimal point for this value. The plum 360 pump has since replaced the plum a+ but the software was not updated to account for this change. A number of commonly used IV medications (e.g. Piperacillin/tazobactam 3.375 gm) have values that go beyond that single place. When building a full concentration, the expectation is the end user will round the value or utilize a different unit of measure that does not require the places after the decimal point (i.e. Change 3.375 gm to 3.4 gm or 3375 mg). Medication errors can result when using units of measure that are not commonly utilized in practice and rounding or unit mismatches prevent interoperability between the ehr and pump from working as intended. The other recommended workaround was utilizing a partial or full wild card entry, which would require the nurse to manually enter the value(s) on the pump. Rounding, using an alternative unit or requiring a nurse to manually program a value may lead to a medication error.